Manufacturer narrative:
Software investigation has not been completed.

Event description:
A medtronic rep reported that, during a l4-l5 transforaminal lumbar interbody fusion (tlif) procedure, 3 screws were misplaced in the pt. The screws were placed inaccurately laterally by approx 2mm. The surgeon was using navigated instrumentation with globus screws. The surgeon alleged the approach for the procedure did not allow for enough space for pedicle screw placement for lateral access due to too much soft tissue. Two of the three misplaced screws were revised during the procedure. The third screw could not be adjusted from its original position in the pedicle. The surgeon did not have any concern regarding screw placement. The surgeon completed the procedure with the use of the navigation sys.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Use of unauthorized, third-party (globus) instruments is off-label use error. Software functioning as designed. Surgeon is aware that he should not be using globus instruments with the medtronic instruments.